Manufacturer narrative:
During testing proximal pressure sensor drift was noted. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, proximal pressure sensor drift was noted.